Manufacturer narrative:
Device analysis performed on the returned superion indirect decompression spacer revealed that the spindle cap was completely sheared off from the implant body and was deformed. Damage to the device prevented functional testing, however, this damage to the spacer indicates the break was due to both the deployment against resistance, such as bone, and not correctly attaching the inserter to the spacer. A product labeling review identified that the device was used per the instructions for use IFU product label. Additionally, device breakage can occur when used with forced deployment and is noted within the IFU as a potential complication associated with the use of the device.

Event description:
It was reported that during the superion indirect decompression system implant procedure, there was a slight pop sound heard during deployment and the implant stopped opening. The implant was removed and the retention ring was found to be separated from the cam body. The implant was replaced and procedure was completed successfully.

Event description:
It was reported that during the superion indirect decompression system implant procedure, there was a slight pop sound heard during deployment and the implant stopped opening. The implant was removed and the retention ring was found to be separated from the cam body. The implant was replaced and procedure was completed successfully.